Manufacturer narrative:
Initial and final MDR 1910139 - MDR 3003442380-2024-13693 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets fell off events during use. First event was reported in mid-january, second event was reported on (B)(6) 2024 and third event was reported in end of april. The infusion set was in use for few hours. Patient replaced infusion set and resumed insulin successfully. No further information available.